Event description:
The customer stated that the paramedics were called to her home twice this week due to high blood glucose levels. The dates were (B)(6), 2012. The customer could not recall what happened on either occasion. The customer stated that the last infusion set she removed had a bent cannula. The customer stated that she probably has scar tissue. The customer had no further information regarding the events, and did not feel that her insulin pump was malfunctioning. Advised the customer to call back as needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.